Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of 380 mg/dl. Prior to the event, the customer experienced a blood glucose reading of 50 mg/dl due to over bolusing. The customer fell asleep, then woke up with a blood glucose reading of 380 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.